Event description:
It was reported that the implant broke in several parts during the surgery. The dr did not get all the pieces, then used a drill to make a hole facilitating the entrance of another implant. It is not clear from the info available if all the broken pieces were retrieved from the pt. Add'l info has been requested from the foreign distributor. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but has not been completed yet. A f/u report will be submitted upon completion.